Manufacturer narrative:
(B)(4) and all fdr and fdm codes, apply to the recharger (B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain ( trunks/limbs). It was reported that the patient was having a problem with restarting their ins and the patient stated that it wouldn't ¿kick in.¿ it was noted that the patient had charged the ins two days prior to the report. The patient also stated that the ¿clip¿ fell off. It was confirmed that the patient was referring to the connector pin on the desktop charger. The patient stated that the connector pin had not even lasted a month and noted that they had been careful with it. No complications were reported.